Manufacturer narrative:
Reported event ¿broke into two pieces during use¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon the provided photo; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: prior to each use, inspect all equipment for proper operation and ensure all attachments and accessories are correctly and completely attached to the handpiece. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the pro2047, powerpro zimmer/hudson reamer attachment device was being used during a total knee arthroplasty procedure on (B)(6) 2024, and ¿it was reported that this product broke into two pieces during use¿. Follow-up assessment found that a piece of the device fell into the surgical site and a forceps-like instrument was used to remove it. The procedure was completed with ¿backup instruments¿ and with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the pro2047, powerpro zimmer/hudson reamer attachment device was being used during a total knee arthroplasty procedure on (B)(6) 2024, and ¿it was reported that this product broke into two pieces during use¿. Follow-up assessment found that a piece of the device fell into the surgical site and a forceps-like instrument was used to remove it. The procedure was completed with ¿backup instruments¿ and with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.